Event description:
It was reported the patient is no longer receiving stimulation due to the inability to establish communication between her ipg and external devices. Also, the programmer prompts error "ipg comm error 2501." The patient is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.